Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse called the customer on the phone to discuss the error messages the fse reported that he ordered a wash probe assembly and the customer would install it. Once received, the customer replaced the wash probe #4 then found the #2 wash probe was also ecluded. Additional wash probes were ordered. During a follow-up, the customer verified that the new wash probes were installed. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was ecluded wash probes.

Event description:
On (B)(6) 2015, a customer reported the probe #4 was leaking, then probe #2 leaking errors with their aia-2000st analyzer. The customer is unable to run prog, e2, fsh, bhcg and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, e2, fsh, bhcg and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.